Event description:
It was reported that the doctor had found that the sutures were being snared (the suture was catching on something sharp on the instrument) when doing procedures. Sutures were often cut. There was no pt injury reported.